Event description:
The account reported the bed has no alarm sound. No pt injury reported.

Manufacturer narrative:
The technician found the external alarm no longer functioned on the bed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. The technician replaced the external alarm with housing to resolve the issue. Based on this info, no further action is required.